Event description:
It was reported that a malfunction alarm occurred. The customer will contact healthcare provider for an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.